Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged crust in eye, coughing, difficulty breathing/short of breath, heart trouble, headaches there was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap auto biflex device's sound abatement foam. The manufacturer received information alleged difficulty breathing. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was confirmed device powers up and provides airflow, and the heated tube heats. Tech observed the humidifier heater plate did not heat up during therapy and of visual findings to the external part of the device. The internal aspect of the device was inspected. Observed an unknown contaminant on the iso port of the rear panel. An unknown dust contaminant was observed on the pca, blower box, blower, blower seal, and bottom enclosure and observed the flip lid had 2 broken clips, preventing it from closing properly. An unknown contaminant was observed inside the iso port of the flip lid and on the lid seal. An unknown dust contaminant was also present on the lid seal. An unknown dust contaminant was observed on the side panel. The water tank lid clip was broken off. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the first/second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.